Event description:
The customer reported that the device displays error message "no therapy available" when the device was powered on. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.